Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had mine removed. Hysterectomy leaving ovaries.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hot flush ("hot flashes"). The patient was treated with surgery (yes). Essure was removed. At the time of the report, the medical device removal and hot flush outcome was unknown. The reporter considered hot flush and medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced chest pain ("chest pain"), hot flush ("hot flashes"), myocardial infarction ("heart attack") and palpitations ("heart palpitation"). The patient was treated with surgery (yes). Essure was removed. At the time of the report, the medical device removal, chest pain, hot flush and myocardial infarction outcome was unknown. The reporter considered chest pain, hot flush, medical device removal, myocardial infarction and palpitations to be related to essure. Most recent follow-up information incorporated above includes: on 4-may-2020: this case will be deleted from bayer database as it has been identified as a potential duplicate case of (B)(4). All the information from this case was transferred to the merging case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced chest pain ("chest pain"), hot flush ("hot flashes"), myocardial infarction ("heart attack") and palpitations ("heart palpitation"). The patient was treated with surgery (yes). Essure was removed. At the time of the report, the medical device removal, chest pain, hot flush and myocardial infarction outcome was unknown. The reporter considered chest pain, hot flush, medical device removal, myocardial infarction and palpitations to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events added: chest pain, heart palpitation, heart attack. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.